Manufacturer narrative:
T: slim - per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that customer experienced multiple occlusion alarms. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days using novorapid insulin. There was no reported adverse impact to the customer¿s blood glucose level. Customer resolved issue by changing infusion set and cartridge and resuming insulin, received education that cartridges should be changed every 48 hours, was advised to contact technical support when experiencing occlusions, and matter was escalated to clinical field team for further support, with customer agreeing to use infusion sets as directed and call with any further issues.